Event description:
On 5/27/93, rptr underwent a surgical procedure (wide-bilateral laminectomy, foraminotomy and hemifacectomy at l4-5 and l5-s1, excision of 4th and 5th lumbar disks, posterior lumbar interbody fusion, insertion of 2 bone growth stimulators and stabilization with plates, (and pedicle screws 12 nuts and 3 washers) after being diagnosed as having instability of l4-l5 and l5-s1 and degenerative disk disease of l5-s1 and l4-l5. On 12/9/94, x-rays taken at the ortho-surgeons office indicated a broken screw.